Event description:
It was reported via repair work order that the scale and bed exit were not working due to faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed exit was not working. Follow-up submitted with evaluation results provided by customer which determine the scale was also inaccurate and both issues were caused by load cell malfunction. Customer sent parts to perform repairs. Customer performed evaluation.